Event description:
The defibrillation system was implanted on (B)(6) 2016. Reportedly, six episodes, recorded between (B)(6) 2019 and (B)(6) 2019, showing noise oversensing, were observed. The ventricular sensitivity was re-programmed to 1.0 mv on (B)(6) 2019. Preliminary analysis revealed that the ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) and/or myopotentials.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The defibrillation system was implanted on (B)(6) 2016. Reportedly, six episodes, recorded between (B)(6) 2019 and (B)(6) 2019, showing noise oversensing, were observed. The ventricular sensitivity was re-programmed to 1.0 mv on (B)(6) 2019. Preliminary analysis revealed that the ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) and/or myopotentials.